Manufacturer narrative:
Additional information was requested and the following was received: was the patient post-operative care altered in anyway due to the event? No. Was the hospitalization time extended due to the issue experienced with the device? No information.

Manufacturer narrative:
Date sent to the FDA: 5/25/2017. Additional information was requested and the following was obtained: was any culture taken of the exudate? ¿no, it wasn¿t. What medical treatment was provided for the oppressive pain? ¿no medical treatment was provided. What medical treatment was provided for the patient edema/ exudate? ¿no medical treatment was provided. Were any x-rays or scans performed to determine ¿there is casual relation with the stratfix. Thin part on the fascia or tensor fasciae latae tensor may have torn.¿? ¿no, they weren¿t. Is a second procedure planned and when? ¿it is not planned. Does the surgeon plan to treat the ¿tear on the fascia or tensor¿? ¿no, he doesn¿t. Can you identify the lot number of the device? ¿no, we cannot. What is the current condition of the patient? ¿as of (B)(6), she was getting better. No further information has been provided from the hospital since then.

Manufacturer narrative:
Additional information was received that indicated this event does not meet reporting criteria. This event therefore is not reportable.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Was any culture taken of the exudate? What medical treatment was provided for the oppressive pain? What medical treatment was provided for the patient edema/ exudate? Were any x-rays or scans performed to determine ¿there is casual relation with the stratfix. Thin part on the fascia or tensor fasciae latae tensor may have torn.¿? Is a second procedure planned and when? Does the surgeon plan to treat the ¿tear on the fascia or tensor¿? Can you identify the lot number of the device? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a total hip arthroplasty procedure on (B)(6) 2017 and the barbed suture was used to close the fascia. Following the procedure, on (B)(6) 2017, the affected site got swollen, and exudate was observed. The surgeon could not identify the exudate. The edema was observed on the affected site on (B)(6) 2017 and the patient experienced oppressive pain. The surgeon opined that there is casual relation with the barbed suture and thin part on the fascia or tensor fascia lata tensor may have torn. As of (B)(6) 2017, the patient was getting better and is currently in the hospital.there is no plan of additional treatment since the surgical wound is neat and close. Additional information has been requested.